Manufacturer narrative:
Conclusion: the device investigation revealed mechanical damage to the stimulator housing that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. ~this is a final report.

Event description:
It was reported that inconsistent hearing performance was observed. The patient had high fever and ear ache on (B)(6) 2015, and was treated for the same by the implanting ent surgeon, but there was no deterioration in performance after that. Performance was affected only from (B)(6) 2015.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that inconsistent hearing performance was observed. The pt had high fever and ear ache on (B)(6) 2015, and was treated for the same by the implanting ent surgeon, but there was no deterioration in performance after that. Performance was affected only from (B)(6) 2015.